Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - this patient was enrolled in the metal-on-metal study. She completed her role in the study as a crosssectional study subject. As part of the study, her blood was tested for chromium and cobalt metal ions. Her blood results came back as elevated and the doctor was notified of those results. It is unknown if he saw her after she completed her single study visit. The study coordinator assigned to the site had to reach out to the subject to collect some missing medication information. While on the call, the subject updated the coordinator on her current status. In addition to having higher than expected cobalt/chromium levels, she also found out that her operative (r) hip was infected. She had been having pain for a long time and volunteered for the study for that reason. When she saw a physician about the blood results, the doctor was worried about her hip pain and had blood drawn. She was then referred to the surgeon who explanted the hip and put in a spacer impregnated with antibiotics. The subject has been in an extended care facility on IV antibiotics for 6 weeks. She is now home in a wheelchair and they plan to aspirate the joint in another 6 weeks to see if the infection has cleared. If the results are negative, they will revise her hip again. (B)(6).